Manufacturer narrative:
The unit passed the off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. There was no external ram crc error, unexpected restart, or a35 alarms noted during testing. The unit was received with a high idle current due to a faulty c1 on the radio frequency board. The unit was received with a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer called to report that the insulin pump shut off. When customer turned it back on he had received several unexpected restart alarms, external ram crc error alarms, and a35 alarms. The insulin pump display had also froze, but customer was able to get display working again. The customer's blood glucose reading was 238 mg/dl. The unexpected restart alarm occurred during normal insulin pump use. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.